Event description:
Report received claiming as the end-user was driving their m400-hd outdoors in offroad terrain, the wheelchair reportedly lost upright stability and rolled onto its side, landed atop the end-user. Reports indicate the end-user received injuries requiring medical intervention to address.

Manufacturer narrative:
The end-user reported that while driving outdoors on an offroad dirt trail, the device w/user ended up in a ditch with the device reportedly coming to rest atop the end-user. Reports indicate the end-user was transported to the local hospital where they were diagnosed as sustaining bilateral ankle fractures and fracture of the left fibula and tibia. The end-user did not make any claims or allegations that the device malfunctioned or deviated in any manner to have contributed to this event, nor did they provide any information as to how the device ended up in the ditch. The device was evaluated by technicians who report the device remains fully operational with no signs of a malfunction having occurred. The end-user was not forthcoming as to their actions/inactions leading up to this reported event. As no product malfunction was determined to have occurred, and information as to circumstances leading up to the event were not provided, permobil cannot reach a conclusion as to possible root cause without speculation. The DHR was reviewed, and the device was found to have met specification prior to distribution.